Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a 808:03 failure code. During review of the pump's event history, it was found that this failure code interrupted delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter canada personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced a 808:03 failure code was confirmed during product evaluation. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. A labeling review was completed and use/user error was not suspected. Date received by manufacturer for the initial medwatch: (B)(6) 2011.